Event description:
A customer reported experiencing a tandem mobi cartridge alarm, specifically a cartridge alarm 34. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support confirmed the issue and resolved it by arranging to replace the pump. The customer was instructed on putting the pump into storage mode, using mdi for backup insulin therapy, returning the problematic pump using a pre-paid label, and was sent a replacement pump.